Event description:
New information noted that the lead dislodge was discovered by a chest x-ray.

Event description:
It was reported that the patient presented for follow up with a right ventricular lead that was dislodged. The lead was capped on (B)(6) 2021 and replaced. The patient was in stable condition.